Event description:
It was reported that during a lap cholecystectomy procedure, unformed clips were ejecting from the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.